Event description:
A cardiac resynchronization therapy w/defibrillator, a defibrillation lead and left ventricular pacing lead were returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately two months post the device system implant. A cause of death has been requested and will not be received.

Event description:
Asku.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information related to the cause of death were unsuccessful. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. The device experienced normal depletion, and met expected longevity. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. All insulators were breached cut, there was apparent explant damage. A visual analysis was performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information related to the cause of death were unsuccessful. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. The device experienced normal depletion, and met expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information related to the cause of death were unsuccessful.